Event description:
It was reported that a pocket revision was performed when the patient complained of pain. When the pocket was opened, the suture sleeve could not be found. Fluoroscopy revealed that it was free-floating in the atrium. While seeing this on flouroscopy, the suture sleeve embedded itself into a pulmonary artery. The physicians did not believe the suture sleeve would move from that location, so they left it as is. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.